Manufacturer narrative:
Vyaire reference number: (B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device. A main printed circuit board assembly (pcba) was replace. The fsr reported that the unit was calibrated and tested and it was functioning as per manufacturer's specification. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarms "transducer fault". The customer reported that the unit would not calibrate. The customer reported that there was no patient involvement.

Manufacturer narrative:
Vyaire reference number: (B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device. . A main printed circuit board assembly (pcba) was replace. The fsr reported that the unit was calibrated and tested and it was functioning as per manufacturer's specification. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarms "transducer fault". The customer reported that the unit would not calibrate. The customer reported that there was no patient involvement.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. The pt 801 and 802 has recorded faults and failed calibration. This issue will be internally investigated within vyaire.